Event description:
Material no. 366703 batch no. 9095730. It was reported that during use of the bd vacutainer® no additive (z) tubes the caps are popping off. The following information was provided by the initial reporter: 2 of 14: date of event: (B)(6) 2019, patient identifier: (B)(6). I am reaching out to you to bring an ongoing issue to your attention. We have been consistently having issues with caps (recapped) staying on one of our vacutainer tubes (clear top used for urine chemistries). I am not sure if this issue has been discussed with you already. These blue caps that are used for recapping purposes come from our automation line vendor and usually work fine with all other vacutainers that come from bd but this particular one. At this point, we really need to see what our alternatives are. The caps popping everywhere from these urine chemistry tubes are causing downtimes for us and extra manual handling for our teams.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to stopper pop off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non- conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 366703 batch no. 9095730. It was reported that during use of the bd vacutainer® no additive (z) tubes the caps are popping off. The following information was provided by the initial reporter: 2 of 14: date of event: (B)(6) 2019, patient identifier: female. I am reaching out to you to bring an ongoing issue to your attention. We have been consistently having issues with caps (recapped) staying on one of our vacutainer tubes (clear top used for urine chemistries). I am not sure if this issue has been discussed with you already. These blue caps that are used for recapping purposes come from our automation line vendor and usually work fine with all other vacutainers that come from bd but this particular one. At this point, we really need to see what our alternatives are. The caps popping everywhere from these urine chemistry tubes are causing downtimes for us and extra manual handling for our teams.